Event description:
It was reported that during a calc fracture repair the surgeon used a plate modified for perc approach. The shantz pin broke-off intra-operatively. This happened in the very first step of the case. The surgeon ended up using another one for the entire case to get reduction. Per surgeon, impossible to get out but it will not be an issue for this patient as the tip of device has broken off deep within the heel bone.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but part remains in the patient and cannot be returned therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided so device history record review cannot be performed. Based on the information provided, the most likely cause(s) of this event include excessive bending forces or prying and/or leveraging on the device during use. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.